Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external device. A replacement charging system did not resolve the issue. The ipg was confirmed inoperable by the abbot representative. Surgical intervention may be pending to address this issue.